Event description:
Procedure: lap chole. According to the reporter: the bag tore during specimen retrieval. A new device was opened to continue with the procedure. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4). Date initial report sent: 03/15/2010.